Event description:
The customer reported inaccurate readings with the device. No consequences or impact to the patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was operated to obtain spo2 and pulse rate readings using masimo set tester on ac and battery power. Blood pressure measurements were successfully taken without any error or any issues. The rad-97 was found to be fully functional and no inaccuracies were observed.

Manufacturer narrative:
Additional manufacuring narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported inaccurate readings with the device. No consequences or impact to the patient were reported.